Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the valve assembly 3 and the sample syringe to resolve the issue. (B)(4).

Event description:
The customer reported erroneous results for multiple unspecified assays on the laboratory¿s au680 clinical chemistry analyzer. The customer reported glucose was one of the affected assays. There was no change in patient treatment in association with this event.